Manufacturer narrative:
The device was not returned for evaluation. Complaints will continue to be monitored for any trends. If additional information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a poster article, "venclose versus closurefast: comparative analysis of efficacy, short-term outcomes, and procedure time", that on post-procedure duplex, one patient had thrombus extending approximately 6-7mm into saphenofemoral junction, but not involving the wall of the common femoral vein (kabnick class 2 ehit and lawrence level IV ehit). She was treated with therapeutic xarelto and follow up duplex 3 weeks later showed resolution of ehit with thrombus 1.92 cm away from the sfj. The ehit was stated as "clinically insignificant".